Event description:
Medtronic received information that 4 years post implant of this bioprosthetic valve, the patient presented to the hospital suffering from an acute thromboembolic occlusion of the right popliteal and tibeal arteries with ischemia of the right lower leg. Blood cultures were positive for endocarditis. Patient was prescribed 6 weeks of antibiotic. Echocardiogram analysis suggested that the valve function was normal with no aortic insufficiency or gradient issues, but shadowy images were present on and around the valve. The patient underwent surgery to remove the clot from her lower leg, which the physician believed traveled to her leg after dislodging from the prosthetic valve. Five days after the surgery to remove the clot from the patient's leg, the physician made the decision to explant the valve. Upon explant gross visual inspection noted large amounts of pannus on the bioprosthesis. Another valve was successfully implanted with no further adverse patient effects reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, one leaflet appeared to have been excised during explant. One stent post appeared slightly distorted. Remnants of pledgets were observed with the host tissue on the inflow. All leaflets were stiff but slightly flexible. The non-coronary cusp appeared to have been partially excised. The free margins of all cusps appeared slightly thickened. All commissures appeared intact. Pannus lined the sewing ring on the inflow adjacent to the right cusp, to the tissue and base stitching of all cusps, into the left right and right non-coronary inferior coaptive areas and 1 to 4 mm onto all cusps showing a reduced inflow orifice area. Remnants of pannus remained attached to the non-coronary left and left right stent posts, extending to the outflow rail and sewing ring adjacent to the left and right cusps. Remnants of tan thrombotic appearing host tissue lined the belly of all cusps. Tan thrombotic appearing host tissue was observed on the inflow of the left and right cusps to the left right and right non-coronary inferior coaptive areas. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. An unknown amount of thrombotic appearing host tissue appeared to have been removed on the outflow during explant. Radiography showed a trace of mineralization in the host tissue along the sewing ring adjacent to the right cusp. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth (pannus), thrombotic host tissue, and mineralization. These findings are generally considered a patient related conditions. (B)(4).